Event description:
Info received indicates the bed is alarming and there are no caregiver controls working from right siderails.

Manufacturer narrative:
The tech found fluid ingress onto the right siderail caregiver control board. The tech replaced the caregiver control board and the siderail gaskets to repair the bed.